Event description:
During the catheter replacement procedure, part of the old catheter was left implanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), explanted: partially, explanted on (B)(6) 2013.

Event description:
On an unreported date, the patient fell from her electric wheelchair. Subsequently, the healthcare provider had been increasing the patient¿s dose; a year prior to this report the patient¿s dose was as high as 1405.8 mcg/day. Drug delivered via the device was baclofen. It was noted the patient fell ¿months before¿ the pump dose reached 1405.8 mcg/day. Then in the spring, the healthcare provider (hcp) became concerned because the patient was not experiencing relief. So, diagnostic studies such as x-ray were performed and revealed the catheter was fractured at the intraspinous space l2-l3. The patient¿s catheter was replaced on (B)(6) 2013 due to the fracture at l2-l3. It was speculated the patient¿s fall may have caused the catheter issue. The catheter issue took some time to discover because the patient had transportation and caregiver issues and had a difficult time getting to the hcp office for appointments.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).